Event description:
It was reported that a patient presented remotely via merlin.net. Upon review the right ventricular lead exhibited noise and inhibition of pacing. The patient did not report any symptoms. All other electrical measurements were stable. No further information was reported.